Event description:
During g3 nail surgery, the surgeon inserted the u-lag screw. Next, the surgeon inserted the set screw and u-blade. When the surgeon removed an inserter, he had the feeling that u-lag screw rotated. When the surgeon checked x-ray(ap), u-blade was seen at the top and the bottom of lag screw. The surgeon considered a possibility that the set screw was not normally inserted. Therefore the surgeon is monitoring for the patient.

Manufacturer narrative:
Evaluation revealed the u-blade set, ti gamma3® ø10.5x90mm to be the primary product. The reported trochanteric nail kit, ti gamma3® ø10x170mm x 125° is considered a concomitant product. The device reported was not returned to stryker kiel as it is still implanted. Thus, a physical examination of the u-blade set, ti gamma3® was not possible. Review of the device history records of the affected product revealed no conspicuities; the item was documented as faultless prior to distribution. However, the root cause of the event is already stated in the event description: ¿when the surgeon removed an inserter, he had the feeling that u-lag screw rotated. When the surgeon checked x-ray (ap), u-blade was seen at the top and the bottom of lag screw. The surgeon considered a possibility that the set screw was not normally inserted.¿ only if the set screw was not precisely seated in the intended lag screw sliding groove following the instructions of the operative technique, rotating of the lag screw as described is possible. Based on the above the root cause of the reported event is not linked to a deficiency of the device, but is rather considered user related (deviation from surgical technique). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product / product family. No non-conformity was identified.

Event description:
During g3 nail surgery, the surgeon inserted the u-lag screw. Next, the surgeon inserted the set screw and u-blade. When the surgeon removed an inserter, he had the feeling that u-lag screw rotated. When the surgeon checked x-ray(ap), u-blade was seen at the top and the bottom of lag screw. The surgeon considered a possibility that the set screw was not normally inserted. Therefore the surgeon is monitoring for the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.